Event description:
Product broke inside a patient during a clavicle case - part of the needle was retained as the surgeon determined removing it would be more harmful to the patient. The retained needle was confirmed via c-arm.